Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple potential lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: 0062321 d.4. Medical device expiration date: 2025-02-28 h.4. Device manufacture date: 2020-04-08 d.4. Medical device lot #: 0098680 d.4. Medical device expiration date: 2025-04-30 h.4. Device manufacture date: 2020-06-12 d.4. Medical device lot #: 0044859 d.4. Medical device expiration date: 2025-02-28 h.4. Device manufacture date: 2020-04-08 d.4. Medical device lot #: 9339588 d.4. Medical device expiration date: 2024-12-31 h.4. Device manufacture date: 2020-01-29.

Event description:
It was reported that syringe 10ml ll was damaged. The following information was provided by the initial reporter: the customer reported about a damaged barrel and a damaged plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-14. H6: investigation summary samples and photo received for investigation. One loose 10ml syringe in a biohazard bag was received. The sample was visually evaluated. The syringe was observed to have one broken plunger rod rib. The barrel was identified to be from mold m-77, while plunger rod from m-79. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Without a lot number, the root cause could not be determined. At this time, no corrective actions are necessary.

Event description:
It was reported that syringe 10ml ll was damaged. The following information was provided by the initial reporter: the customer reported about a damaged barrel and a damaged plunger rod.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the correct 510k. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll was damaged. The following information was provided by the initial reporter: the customer reported about a damaged barrel and a damaged plunger rod.